Event description:
The customer obtained three non-reproducible higher than expected vitros trop I es result (patient result 1=0.275 ng/ml , patient result 2=0. 148 ng/ml , patient result 3=0.208 ng/ml vs. An expected result < 0.012 ng/ml) from three patient samples processed on the vitros eci immunodiagnostic system. The customer reported patient result 1 out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, no treatment was given, changed, or withheld based on the erroneous result. The patient sample 1 was later retested per customer policy and the retest result was believed to be true. A corrected report for patient sample 1 was reported. There was no allegation of patient harm as a result of this event. The patients results 2 and 3 were not reported out the laboratory. However, biased results of the magnitude and direction observed may lead to inappropriate physician action. The two patient samples 2 and 3 were retested per customer policy and the retest result was believed to be true and reported. There was no allegation of patient harm as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that three non-reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros eci immunodiagnostic system. An ocd field engineer performed service actions on multiple subsystems of the eci immunodiagnostic system. Following the service actions, acceptable vitros trop I es precision was observed. However, it is unknown if the service actions performed by the service engineer were linked to the results in question, as no pre-service vitros trop I es precision test was performed. The investigation was unable to confirm if an analyzer related issue contributed to the event. Based on historical quality control data, no vitros trop I es reagent issue was identified as a contributing factor. Therefore, there is no indication that the vitros trop I es reagent contributed to the event. The investigation determined that this customer may not have processed samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, an analyzer related issue and/or a pre-sample processing issue cannot be ruled out.